Event description:
It was reported that during a procedure of the heavily calcified lesion of the saphenous vein graft to the obtuse marginal vessel, the 3.0 mm x 15 mm vision stent delivery system (sds) could not cross the lesion. It was noted that a 3.5 mm x 15 mm xience v sds was advanced but also could not cross the lesion. The patient was treated satisfactorily with a 3.0 mm x 12 mm vision. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided. Return device analysis revealed that the stent implant was dislodged and was not returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi-link rx vision stent delivery system (sds) noted blood on the shaft and balloon and in the guide wire lumen as well as contrast on the shaft, which is consistent with the reported information that the device was advanced in the anatomy. There was a bend in the hypotube shaft, which is consistent with resistance in the anatomy during use or handling during packaging post-procedure for return. There was no other damage noted to the sds. However, the stent implant had dislodged from the balloon and was not returned. There were crimp marks on the tightly folded balloon between the markers, suggesting that the stent was crimped properly and securely at the time of manufacture. Based on the reported information, the heavy calcification at the lesion site likely contributed to the reported failure to advance. As multiple devices experienced difficulty, it is likely that interaction with the calcified lesion and/or interaction or misalignment with the guiding catheter tip during retraction may have loosened the crimped stent and contributed to the observed stent dislodgement. A review of the lot history record revealed no nonconforming material records for this reported lot, indicating all lot release testing results met specification. A query of the complaint-handling database revealed that there have been no other incidents reported for stent dislodgement for the reported lot. There is no indication of a product quality deficiency. All stent delivery systems are inspected for stent damage, proper stent placement, and proper crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to lot release to verify crimped stent outer diameter and stent dislodgement force.